Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2015 with the following findings: investigation revealed that the display was dim and discolored. The cartridge cap was observed to be torn/punctured but the cap was able to fully tighten. There was evidence of moisture corrosion found on the transceiver board. Unrelated to these issues, investigation revealed a crack in the pump casing near the upper right corner of the display. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored, the cartridge cap was damaged, and there was moisture in the pump. This report is made based on results of investigation completed on 10/06/2015.